Event description:
It was reported to philips that the therapy ort was damaged. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy port. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The customer has ordered the part to rectify the reported problem. Once the part is received it will be replaced. The device remains at the customer site and no further evaluation is required at this time.